Event description:
The reporter stated that the tube was inserted in a obese female with chronic ventilator dependence. The tube was secured at the 12 cm mark using the restraining strap and the flange secured with a dale tracheostomy strap. The trach position verified via chest radiograpy. In 2006, during routine trach care, it was noted that the patient's trach tube had migrated from the 12cm mark to 8cm. The patient was on the ventilator with settings at 60% oxygen, high peep inverse I/e ratio, pressure control. They were unable to reintroduce the trach with the obturator. They removed the trach and were able to get an et tube into the stoma. The reporter stated the patient was a difficult patient.

Manufacturer narrative:
The device was discarded by hospital personnel at the time of the incident therefore, a product investigation was unable to be completed. The manufacturing lot number of the device was not supplied, therefore, a review of the device history record was unable to be performed. The currrent revision of the product instruction for use contains the following warning, "avoid build up of secretions around the flange locking mechanism. These will cause loss of security and allow flange movement which could result in decannulation or airway obsruction. Use and maintenance of a tracheostomy dressing will help avoid this problem." The IFU also cautions the clinician to ensure that lubricant gel is not applied to the area of the shaft that will be clamped by the flange.